Manufacturer narrative:
H.6. Investigation: a mz1000 sample was not available for investigation of this feedback, however the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with blood observed within the body of the maxzero. A review of the production records for lot 20055829 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that maxzero needleless connector had blood backflow. This occurred on 2 occasions. The following information was provided by the initial reporter: customer refers for socialization the following incident that occurred in the service with the input connector free needle maxzero, which a process of return of the blood sample has been evidenced at the time of use, so it was needed to change it and still they got the same result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector had blood backflow. This occurred on 2 occasions. The following information was provided by the initial reporter: customer refers for socialization the following incident that occurred in the service with the input connector free needle maxzero, which a process of return of the blood sample has been evidenced at the time of use, so it was needed to change it and still they got the same result.